Event description:
Patient was changing position on table when it suddenly hinged upward at the center causing "jarring" of patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service, device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.